Manufacturer narrative:
(B) (4). Evaluation summary: as returned, the device had a potential field age of 2 years and 8 months, however, the number of uses is unknown. The edges of the weld material on the pad knob are bent downwards at the failure site. This indicates failure from a single, large impact or load applied at the weld. While the per documents that the failure occurred during impaction of the femoral component, it is unclear whether the device was impacted at the pad knob. The cause of the device appears to be overload of the weld between the pad knob and the pad threaded rod. The reason for this overload, however, cannot be determined without additional information. The device met print specifications, where measured. Device history records have been reviewed and no anomalies were noted.

Event description:
It is reported that the adjuster knob flew off during impaction of the femoral component.